Event description:
It was reported to st. Jude medical that the device and associated lead were being explanted and capped respectively since noise occurred on an egm. The patient was reported washing their face at the time of event. The patient presented to the hospital due to shocks. Upon evaluation of these shocks, it was clear there was some type of noise on the pace/sense lead. The noise was predominantly seen on the custom can to rv coil channel and intermittently on the atrial sense pace channel. The noise was unable to be reproduced at follow-up. It is to be noted that before the explant of the device, all measurements were normal with a new lead. The patient was implanted with a new system.